Manufacturer narrative:
Concomitant medical products: product ID: 4068-52 lead, implanted: (B)(6)1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch and high impedance and intermittent pacing. The rv lead was scheduled to be revised and remains in use no patient complications have been reported as a result of this event.